Event description:
The facility reports two staff members had completed the bath and were removing the resident from the tub, towards her chair, during the transfer, the resident started to have a bowel movement. One of the staff grabbed a towel to try to clean off the resident. When the bowel movement stopped, the resident went very limp and slipped out of the sling. As the resident fell, her legs stayed in the sling and her head hit one of the legs on the lifter. The charge nurse was called and the resident was sent to the hospital. The resident sustained a large cut to the back of her head which required three staples to close.

Manufacturer narrative:
The facility reported the patient drop occurred during the transfer cycle of the lift. The staff on-site indicated they were aware that the cause of the incident was the use of a too-large sling being used for this resident. The manufacturer agrees with this assessment, as the lift used has a standard four-point hook hanger bar, and the sling's design makes sure that, when used with this type of hanger bar, the general position of the resident is upright or semi-recumbant. This makes it impossible for the resident to slip out head-first during normal use. From the information received, the manufacturer concludes the incident occurred due to a wrong size sling being used, with the fecal matter presence being a potential facilitator. The manufacturer recommends the facility be retrained in accordance with the operating and product care instructions for the lifter.